Event description:
Related manufacturer reference number: 2017865-2022-48208, 2017865-2022-48209. It was reported that the patient presented to the clinic for a pacemaker system extraction. Vegetation was noted on both right atrial (ra) lead and right ventricular (rv) lead. The pacemaker, ra lead and rv lead were explanted. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.